Event description:
A non-healthcare professional reported that the probe would not cut or provide vacuum during surgery. The procedure type was unknown. The other surgery details were unknown. There was no information about any impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).